Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was not getting an adequate stimulation. The patient underwent an ipg replacement procedure and the pocket site was relocated. The patient was doing well post operatively.